Event description:
On (B)(6) 2013, the distributer contacted animas and reported ink spots and cracks to the pump display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: testing revealed that the display screen was found to be fully functional and fully illuminated. There was no damage, fading or discoloration found to the display screen. The reported "crack or ink spots¿ on display screen was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.